Event description:
On (B) (6) 2010, patient reported she programmed her replacement infusion device on (B) (6) 2010 and this morning she woke up with an elevated blood glucose and noticed her basal rate reset to 0.0. Patient reported, her blood glucose was 400 md/dl so she bolused 5 units of insulin. Patient stated 4 1/2 hours later, her blood glucose was 270 mg/dl and she bolused 3 units of insulin. Patient reported, she ate breakfast 1/2 hour later and bolused 2 units of insulin. Patient stated, her normal reading is around 160 mg/dl in the morning. Verified patient confirmed her basal rates after programming by pressing the check button. Patient stated, the infusion device did show the basal rates were set after programming them. Basal rates are set correctly at this time. On call back on (B) (6) 2010, patient reported her basal rates are still saved and her blood glucose has returned to target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.